Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the stuck button on the device was confirmed. An older version of the switch was installed on the device and had broken - this switch will require a replacement. Additionally, the scope socket slider switch was also worn out and causing intermittent use of high intensity mode. The aforementioned items were replaced, successfully tested, and the device was returned to the user facility on (B)(6) 2021. Upon the conclusion of the investigation, or should additional information become available, a supplemental report will be provided.

Event description:
As reported, the evis exera iii xenon light source's power switch was sticking. According to the initial reporter, the power button has to stay in the pressed in position or the machine will turn off. This event occurred during preparation of the procedure and there was no consequence or impact to the patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failed power switch likely occurred because the operating force amount and frequency during application of the power switch exceeded that expected. There has since been a design change to improve the tolerance of damage to the power switch.